Manufacturer narrative:
(B)(4). Femoral angiogram not taken. The device instructions for use indicate: perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection. It is indicated that the device was discarded at the facility and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. It was reported that a femoral angiogram was not taken and per the instructions for use, perform a femoral angiogram to determine the location of the arteriotomy site, the vessel size and the presence of disease. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device after a percutaneous transluminal coronary angioplasty procedure. Reportedly, resistance was felt while advancing the thumb advancer. The physician decided to break up the procedure, prior to complete sheath splitting, using the safety release mechanism. He pulled back the thumb advancer and retracted the system out of the patient. No clip in patient. Manual arterial compression was used to achieve hemostasis. The patient was bleeding into the thigh-region although compression bandage was used. Hemostasis was achieved by surgical suture. There was no adverse patient sequela. The physician is reported to be in-training in the use of the starclose se device. No additional information was provided.